Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the unspecified bd pen needle there was an issue with needle break off. It was stated by the consumer ¿that the devices jammed and broke off inside the patient's arm.¿ the user has had two break off into her skin and had to go to the ER and is scared to use the pens.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to unknown lot number for needle break off during use and difficult/unable to operate. Based on the samples / photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported with the use of the unspecified bd pen needle there was an issue with needle break off. It was stated by the consumer ¿that the devices jammed and broke off inside the patient's arm.¿ the user has had two break off into her skin and had to go to the ER and is scared to use the pens.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: required intervention. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported with the use of the unspecified bd pen needle there was an issue with needle break off. It was stated by the consumer ¿that the devices jammed and broke off inside the patient's arm.¿ the user has had two break off into her skin and had to go to the emergency room and is scared to use the pens.